Event description:
The customer reported the 4k camera head is displaying an unknown error. The event occurred during reprocessing and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, image was displayed with an e224 error due to faulty cable unit. The rear cover label was faded and the focus ring had thin cracks. In addition, there was no sense of switch depression for button number one. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. Olympus will continue to monitor field performance for this device.